Manufacturer narrative:
Additional information: b3/d10 date, b5, d1, d4, h4, f10/h6: medical device problem codes (replace hole with crack to better capture event), h6 (update codes), h11. B5: update "unspecified elastomeric pump" to "small volume folfusor". The tubing of the device showed a single crack (transverse section of the tubing). H4: the lot was manufactured april 23-24, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a unspecified elastomeric pump leaked from a hole in the tubing. This was observed during intravenous rehydration using sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.